Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ovarian cystectomy. It was reported that upon deployment, the bag fell out of the distal tip of the shaft into the patient. The metal prongs were fully exposed. The device was removed from the patient. The applicator was removed and a grasper was inserted into the trocar. The string of the bag was grasped and the bag was removed from the patient. A second bag was opened and again when they pushed the plunger down to deploy, the bag fell out the distal tip of the shaft. The bag was removed and replaced with a third new device and the case was completed without further incident. "Patient is fine." When asked if prior to inserting the device into a trocar, did the user pull back on the handle prior to pushing the handle forward to deploy it was reported as unknown . The bag was not attached by the string to the plunger. When asked if there was enough room in the body cavity for the bag to open it was unknown. During the use of the device no other instrument were used. Graspers were inside the body but were not in use during deployment. When asked if after the bag was fully deployed, did the bag or the bead interact with the tip of the trocar it was reported as unknown. Both devices are available for return. Two photographs (one of each device) are available and will be sent. Additional information received via email from account manager, on november 8, 2017. Pictures provided. Type of intervention: the bag was removed and replaced with a third new device and the case was completed without further incident. Patient status: "patient is fine."